Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included arthritis, depression and urination difficulty. Concurrent conditions included obesity, vaginal discharge, chest pain, vaginal candidiasis and acute pharyngitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal & uti,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal & uti,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming: dyspareunia. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal & uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Medical history,concomitant conditions, lab data were added. Reporter's information was added. Patient's demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included arthritis, depression and urination difficulty. Concurrent conditions included obesity, vaginal discharge, chest pain, vaginal candidiasis and acute pharyngitis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal & uti,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal & uti,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain and abdominal pain had resolved and the depression outcome was unknown. The reporter considered abdominal pain, depression and pelvic pain to be related to essure. The reporter commented: patient received treatment for events: pelvic pain, abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received-event injury updated to pelvic pain. New events the patient did not undergo confirmatory test, abdominal pain, depression were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.